Event description:
Parents presented reporting that child's left side hearing performance with the device progressively worsened over previous 20 days (B)(6) 2023). The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. Additionally, damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by repeated external impact on implant leading to wire breakage in the silicone overmold, was determined to be the root cause of the device failure. Additionally, also damage to the active electrode under silicone overmold was found. The investigation results appear to match the high ground path impedance and decreased performance mentioned in the recipient_s report. This is a final report.

Event description:
Parents presented reporting that child's left side hearing performance with the device progressively worsened over previous 20 days (approximately (B)(6) 2023). The recipient has been re-implanted.